Manufacturer narrative:
Multiple attempts were made to secure return of the device and additional information however the customer has not responded nor sent the device back for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported a truwave pressure monitoring kit had issues with evasive blood pressure and patient was burned while using equipment. Date of event and details regarding event is unknown. Ch reached out multiple times to customer, but received no response.